Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2006; product ID: 419688 lead, implanted: (B)(6) 2010 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a possible problem with their cardiac resynchronization therapy defibrillator (crt-d) which caused them to get "shocked twelve times." The device remained in use. No further patient complications have been reported as a result of this event.